Manufacturer narrative:
Event date: exact date unknown, event occurred mid (B)(6) 2022.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. X-ray revealed that the lead had migrated. The patient underwent a lead replacement procedure wherein a paddle lead was implanted, and the patient was doing well post-operatively. The explanted lead will not be returned per hospital policy.

Manufacturer narrative:
Event date: exact date unknown, event occurred mid (B)(6) 2022.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. X-ray revealed that the lead had migrated. The patient underwent a lead replacement procedure wherein a paddle lead was implanted, and the patient was doing well post-operatively. The explanted lead will not be returned per hospital policy.